Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the outer and inner insulations abraded between 20.5cm and 22cm from the connector pin due to friction to the ICD can.

Event description:
The patient presented to the hospital for lead extraction due to noise. During the explant, the distal portion of the lead showed an insulation break.